Event description:
Initial reporter indicated that his patient's wife told him that his pt "seems to have a worse mood since being implanted with the vns." Programming changes are being made but reported "after program changes, pt does well for some time, then does back down in mood." It is unknown if the depression events are above or below the patient's pre vns rate. Good faith attempts are being made for additional details. Thus far no further info has been attained.